Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had pain at the ipg site due to a scar tissue build up. The patient was given a steroid shots to alleviate the site pain. Additional information was received that the patient had inadequate stimulation despite multiple reprogramming attempts. It was also reported that the battery position was causing pain and patient had to use lidocaine patches as well a trigger point injection with no resolution. The patient was given a percocet medication by the physician.

Event description:
It was reported that the patient had pain at the ipg site due to a scar tissue build up. The patient was given a steroid shots to alleviate the site pain. Additional information was received that the patient had inadequate stimulation despite multiple reprogramming attempts. It was also reported that the battery position was causing pain and patient had to use lidocaine patches as well a trigger point injection with no resolution. The patient was given a percocet medication by the physician. Additional information was received that all device components were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 19873127.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at the ipg site due to a scar tissue build up. The patient was given a steroid shots to alleviate the site pain.